Event description:
It was reported that the instruments in the trochanteric fixation nail (tfn) insertion set were damaged and surgeon could not proceed with the surgery. The threads on the blade guide sleeve (357.369) look damaged and the compression nut (357.371) cannot run through them smoothly. There was a visible damage to the sleeve threads, but it is unk if the nut was damaged as well or not. The scrub tech was forcing the nut past the damaged site several times forcing it. They did not try the nut on another sleeve. The problem was discovered right before the start of the surgery. The surgery (intertrochanteric fracture of the right femur) was cancelled and postponed to the next day. This report is on the blade guide sleeve (357.371). This is report 2 of 2 for this event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any add'l info received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The product investigation revealed that due to an unk cause, the butress/compression nut has nicks and dings on the surface. Scratches are noted on the knurled 43mm diameter, and minor nicks on the threads. The spec investigation showed that the part was made to product drawings. The complaint condition is due to an unk cause. It is concluded based on the DHR and the eval, this complaint is indeterminate from a mfg standpoint.